Event description:
Caller reported an issue with the time setting on their pump, which led to a discrepancy in the displayed and actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor for any recurrence of the issue, with instructions to follow up if the time discrepancy persisted. The caller understood and acknowledged the guidance provided.